Event description:
Redness in throat [pharyngeal erythema]. Pyogenic arthritis [arthritis bacterial]. Pyrexia [pyrexia]. Pain in right knee [arthralgia]. Swelling in right knee [joint swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from an hcp regarding a (B)(6) female patient, initials (B)(6), who experienced knee pain and knee swelling after starting synvisc. The patient's medical history is significant for gonarthrosis, previous suvenyl therapy, osteoarthritis of the cervical spine and chronic pain in the right arm. On (B)(6) 2011, the patient received her first injection of synvisc (location not provided). Joint fluid 8cc was aspirated prior to the injection. Following the injection, pain and swelling developed in the right knee. On (B)(6) 2011, the patient received her second injection of synvisc (location not provided). Joint fluid 15cc was aspirated prior to the injection. Three to four days following the second injection, pain and swelling in the patient's right knee increased. On (B)(6) 2011, the patient visited the hospital because of the events and joint fluid 65cc was aspirated. The physician reported that he hesitated, but did administer the third and final injection on (B)(6) 2011 (location not provided). When the patient went back home, she developed pyrexia (38.6 c). She revisited the hospital to confirm that she had redness in her throat, for which she was prescribed an unspecified antiphlogistic agent (date not provided). On (B)(6) 2011, the patient visited the hospital because the pyrexia (38 c) had continued. The pain in her right knee was suspected to be pyogenic arthritis, for which an antibiotic agent was administered. The patient's c-reactive protein was 3.44 ((B)(6) 2011). The patient was admitted to a university hospital ((B)(6) 2011). The physician reported that the patient had no sign of infection and that, a few days later, the events alleviated and the patient was discharged (date and discharge summary not provided). The physician assessed the events as serious and probably related to synvisc. He also commented that synvisc tended to produce more joint fluid than other agents. Concomitant therapies included: pregabalin, 150mg, qd (peripheral nerve disorder); mecobalamin, q3d (peripheral neuropathic pain); indometacin farnesil, 200mg, q2d (pain relief); irsogladine maleate, 4mg, qd (gastric mucosal lesion). The product lot number was not provided. At the time of this report, the outcome of the patient was recovered. Additional information was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.